Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with four (4) thermocool® smart touch® sf uni-directional navigation catheters that contained foreign material inside the packaging. It was reported it was noticed that two catheters had white, fiber-like debris on the inner sterile packaging as well as on the catheter; these two catheter packages had been opened. Another two more catheters also had the noticeable the debris but those two catheters were unopened. The foreign material issue was noticed before use and it was described as white ¿shavings¿; plastic or fiber glass. The devices were not used on the patient, therefore there was no patient consequence.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has four (4) reports: MFR # 2029046-2022-00318 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). MFR # 2029046-2022-00319 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). MFR # 2029046-2022-00320 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). MFR # 2029046-2022-00321 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter that contained foreign material inside the packaging. The foreign material issue was noticed before use, and it was described as white ¿shavings¿; plastic or fiber glass. The devices were not used on the patient, therefore there was no patient consequence. Device investigation details: no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, the customer did provide pictures to aid in the investigation. According to the pictures provided by the customer, foreign material was observed near the catheter's connector. The customer complaint was confirmed based on the picture received. A manufacturing record evaluation was performed for the finished device [30673621l] number, and no internal actions related to the reported complaint condition were identified. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 14-mar-2022 it was noticed that the following information was inadvertently omitted from the 3500a initial MDR in section h10.additional manufacturer narrative: "the product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted."

Manufacturer narrative:
On 13-apr-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheters that contained foreign material inside the packaging. It was reported it was noticed the catheter had fiber-like debris on the inner sterile packaging as well as on the catheter. The foreign material issue was noticed before use and it was described as white ¿shavings¿; plastic or fiber glass. The devices were not used on the patient, therefore there was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through the visual analysis. Visual analysis of the returned sample revealed that no damage or anomalies were observed. A manufacturing record evaluation was performed and no internal action was found during the review. The event described could not be confirmed as no package was returned and no foreign material was found on the device. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)